Event description:
On (B)(6) 2016 crts (B)(4) (con): the patient reported pain at the implantable neurostimulator site (ins). The patient stated the pain has been gradually and now it was a constant pain. The patient stated she fell but it was like 2 years ago but then she said she had not fallen within the last 3 or 6 months. It was indicated that fall could be related to this event. The indications for use were urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.